Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from a loose connection between the apd luer-lock adapter and the baxter solution bag during dwell 5 of 5 of pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 5. The leak began during dwell 5 of treatment. The source of the leak is a loose connection between the adapter and the baxter solution bag. There was no fluid leak observed within the cycler. The patient was advised to notify the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed the issue was not as a result of use-error. The adapter used by the patient was discarded and is not available to return for physical evaluation by the manufacturer.